Manufacturer narrative:
The unit was received with a complaint of ¿unit is not accurate¿ . The complaint was not verified as the amount pumped and the amount shown on the display are both within established tolerance parameters. A physical analysis was performed on the unit. The battery was found to not be out of date. The power connection label covering the screw was intact. The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. In both cases the device powered on, sounded audible tones, and lit the overlay led¿s accordingly. Tested the unit by running the delivery accuracy testing. With the unit set for a delivery rate of 125ml/hr, the volume is caught for 30 minutes and evaluated. The allowable range for the test, for the epump, is 56.3 ml to 68.8 ml. Total amount delivered for this unit was 65.09ml which is within the acceptable range for testing. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit is not accurate. On (B)(6) 2018 the customer, called via telephone to provide additional information. Per the telephone conversation, the customer stated that the issue occurred during accuracy testing. The pump was allowed to run for 15 minutes prior to testing and then 30 minutes for testing using the correct height. The customer stated that he did not record the exact mls that the pump delivered; however, it was at least 1ml over the accuracy range. The customer tried a new set with the pump and received the same results.